Manufacturer narrative:
Inspected 2 opened and used enlite sensors and performed bicarbonate buffer test per specifications. Both sensors failed per specifications due to low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer complained about receiving bad sensor alerts. Customer stated that she received a bad sensor alert; change the sensor and bad sensor alert happened again with new sensor inserted. Customer stated that alert occurred during the initialization and she is unsure if there is damage to the connection bridge or pins. During troubleshoot the transmitter passed the test plug procedure. Customer was advised to start new sensor and reconnect. Blood glucose level 245 mg/dl. Nothing further reported.